Event description:
Spontaneous call. Spoke with patient's husband who reports that yesterday cassette lot number 423523 was unable to be used. Patient's pump alarmed for "no disposable", pump wont run and patient's husband tried to re-attach the cassette a few times and wiped it off but pump still alarmed. Patient's husband made a new cassette and continued infusion with no issue on new cassette. Patient had to waste 6 ml of remodulin. No other information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.